Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The patient was noticed to be hypotensive. The pericardial effusion was confirmed via ice. The medical intervention provided was a pericardiocentesis, and about 1300 cc of fluid was removed. The patient was reported to be in stable condition. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was the procedure related. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event and the length of stay was unknown. A smartablate (m490002, sn: (B)(4)) generator was used. A transseptal puncture was performed using a baylis versa-cross system. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 15ml/min. Correct catheter settings were selected on the generator. The bwi representative is unsure of question regarding pump switching from ¿low¿ to ¿high¿ flow during ablation; however, when not ablating, 2 ml, while ablating 15 ml at all times. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. Parameters for stability used were stability 3mm, time 3sec, fot 25% over 3 sec, tag size 3 mm. Additional filter was used with the visitag with respiration excluded. Surpoint color options were used prospectively. The smarttouch sf catheter is not available for return.